Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown saline implants. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent bilateral breast prostheses implantation on (B)(6) 1998 with mentor saline implants developed bilateral grade iii/IV capsular contracture that was observed in 2010. The patient reported pain, discomfort and difficulty sleeping. The patient's date of explantation is not yet scheduled. This medwatch form is for the right breast prosthesis.